Event description:
The patient was treated in the study in 2008 with a precise stent to the right ostium internal carotid artery. There were no problems encountered during the procedures. The patient left the angiography suite with no neurological deficit. The following day, the patient suffered neurological deficit of behavioral change and dysarthria and was diagnosed with ischemic stroke. The duration of the deficit was >24 hours and the patient fully resolved with no deficit. The event was documented as unrelated to the cordis product; however, related to the index procedure. On two days later, the patient received a neurological consultation. The patient was noted as confused, not recognizing family, unable to follow commands, and oriented to noise only. A brain CT was completed with an impression of: solitary 4-mm low-atenaution focus in the left frontal white matter, most likely related to small vessel ischemia, possibly remote lacunar infarct. No hemorrhage. The patient was discharged neurologically intact four days post procedure. The patient's sensory system, reflexes, plantar response, motor system, mentation and intellectual function, language function, gait, and coordination were all normal at discharge. The 30-day follow-up was completed and no adverse event were documented.

Manufacturer narrative:
Please note that this product is not available for product analysis. Additional information will be provided within 30 days of receipt.